Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected device codes. Evaluation summary: (B)(4) preliminary analysis confirmed the no telemetry condition. Further analysis determined that the cause of the premature battery depletion was due to high current drain from a solder bridge between two pins on the microprocessor integrated circuit. The bridge resulted in a low resistance leakage path between two pins causing current drain of approximately 6.17ma.

Event description:
It was reported the "defective" ilr was explanted and replaced due to no telemetry. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the "defective" ilr was explanted and replaced due to no telemetry. No patient complications were reported as a result of this event.